Event description:
The retention dome could not be retrieved by using an endoscope. The dome remained in a pt body.

Manufacturer narrative:
The device has not been returned to the MFR for evaluation. A chr review is not possible, as no mfg lot number has been provided by the complainant.